Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00946.

Event description:
The patient was undergoing a coil embolization procedure in the lymphatic vessel using packing coils lp. During the procedure, two packing coils lp would not advance at all within their introducer sheaths; therefore, the two packing coils lp were removed. The procedure was completed using additional penumbra coils. There was no report of an adverse effect to the patient.